Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving the ¿mg¿ error message. The patient¿s diabetes is managed with oral medication. The error message began on (B) (6) 2010. As a result of the issue, the patient reportedly managed her diabetes by taking less food/drink and administered self treatment with blood pressure medication. The patient allegedly developed ¿high blood sugar¿ due to the product issue. It would have been helpful to know whether the ¿high blood sugar¿ referred to readings or symptoms. In addition, it would have been helpful to obtained information about the patient¿s diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, there was no product misused. However, the error message was not resolved. Replacement products were sent to the patient.this complaint is being reported because the patient claimed she had ¿high blood sugar¿ after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.